Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden (aab). The presenting electrogram (egm) shows occasional undersensing of the right atrial (ra) lead and the atrial intrinsic amplitude is out of range, however the alert was not triggered as it is programmed off. The atrial measurements are normally 1mv (millivolt). The aab alert was increased to greater than 24 hours for future episodes. The battery status is normal, and the lead measurements are stable. At this time, the device and lead remain in service. No adverse patient effects were reported.